Event description:
During remote follow-up, undersensing was observed on the device. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.